Manufacturer narrative:
Product event summary- the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that unexpected longevity was observed. It was noted one month ago the device indicated at least 10 months until elective replacement indicator. The patient went to the doctor due to low rhythm (<(><<)>50 bpm while lower rate = 60 ppm). The device could not be interrogated. There were patient symptoms or complications associated with this event, loss of therapy, low heart rate. The device is out of service. No patient complications have been reported as a result of this event.

Event description:
It was reported that unexpected longevity was observed. It was noted one month ago the device indicated at least 10 months until elective replacement indicator. The patient went to the doctor due to low rhythm (<(><<)>50 bpm while lower rate = 60 ppm). The device could not be interrogated. There were patient symptoms or complications associated with this event, loss of therapy, low heart rate. The device was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.